Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. A most likely cause of this type of event is excessive movement of the needle from tear and/or the user not following the deployment sequence as stated in the surgical technique guides such as squeezing and releasing trigger out of sequence, and premature squeezing and releasing of the trigger. Per dfu-0156: caution should be taken when removing the product from packaging to avoid product damage or injury. Pre-operative inspection of the mechanical integrity of the device is recommended prior to use. Do not advance the implant beyond the tip of the cannula before penetrating the meniscus. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device was discarded by the facility.

Event description:
It was reported that 8 speed cinches failed during surgery. Implants remain in the capsule of patient's knee un-secured. Surgery was successfully finished using darts. No other information provided.